Manufacturer narrative:
The facility reported that the surgeon noticed improper ultrasound when using a phaco tip. When the tip was removed to troubleshoot the user noticed that the tip was cracked. The doctor reported similar malfunctions on two other procedures that did not result in harm to the patients. This is the first of three reports the phaco tip returned for evaluation was bent and crack. The tip showed signs of coming into contact with something hard, most likely another device. This is thought to have contributed to the cracking in the tip.

Event description:
The facility reported that the surgeon noticed improper ultrasound when using a phaco tip. When the tip was removed to troubleshoot the noticed that the tip was cracked. There was no impact to the patient. The doctor reported similar malfunctions on two other procedures that did not result in harm to the patients. This is the first of three reports.